Event description:
It was reported that the patient presented at the emergency room, symptomatic of heart block. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.